Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to deformation of the scope connector, a noisy image occurred. The additional evaluation findings were as follows; due to wear of angle wire, bending angle in the up direction did not meet standard value and the up/down knob was out of standard value. The bending tube was deformed, the adhesive on the bending section cover had a crack the scope connector had a scratch, the plug unit had a crack, the scope cover plate had peeling, switch #1 and#3 had a scratch, switch #4 had wear, the forceps channel port was shaved, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the protector on the universal cord on the scope connector side and control section side had a scratch, the up/down and right/left knob had a scratch, the indication on the scope connector was peeled, the suction cylinder was shaved, the switch box had a scratch, the grip had a scratch, the control unit had discoloration, the scope connector cover unit had a scratch the plastic distal end cover had a scratch and the connecting tube had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The air/water nozzle was flushed with air and water and wiped with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether there was delay in the start of the pre-cleaning, whether there were abnormalities in the accessories used for reprocessing, whether the endoscope was immersed in detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had image noise. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.